Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 600 mg/dl at the time of the incident and current blood glucose was 600 mg/dl. The customer was treated with insulin pump. The customer reported that they had air bubbles in the reservoir of approximate size one eight of an inch. The customer was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles and air bubbles were successfully removed. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor blood glucose and to call back if issue continues. The insulin pump will not be returned for analysis.